Event description:
It was reported that the light monitor did not alarm for a pt in cardiac arrest. The pt's spo2 and nibp were reportedly being monitored at the time. The nurse states that the pt was found in complete cyanosis, however the light monitor was not alarming. The message "pulse search" was noted on the monitor. The pt was successfully resuscitated following the event, however subsequently died on (B)(6)2010.

Manufacturer narrative:
The device MFR date is unk. The device was shipped on 01/10/2002. Following the event, the distributor's technical engineer performed a check of the light monitor. Upon arrival, it was discovered that the monitor was shut down and was stored in a box. The technical engineer restarted the monitor and performed a test with the probe on his finger. The light monitor and the central station reportedly alarmed according to specifications. Due to the monitor being shut down prior to the testing, no log or trend data is available from the light monitor for investigation. The icentral (central station) logs were however obtained for eval. The logs indicate that ECG and nibp were not monitored. "Nibp cuff loose", and "ECG leads off" notifications were observed in the logs. An "spo2 low" alarm was also triggered. The light monitor is reportedly quarantined by the local police at this time, and therefore is not available for ge healthcare's investigation. Without the monitor and additional details of the pt events between 12:00 and 15:00, no further investigation can be completed. Ge healthcare will file a supplemental report should additional info become available for investigation.